Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip 2120 pump reported alarm cassette not attached was verified in event log and during manual testing. The alarm is isolated to fluid ingression that has contamination on the dso sensor. Cause of event is believed to be customer induced. Dso ( downstream sensor 0cclusion) was replaced and device went on to pass all functional and delivery testing. Service completed and ready for therapy.

Event description:
Information was received indicating that a smiths medical pump was showing a "cassette not attached properly" error. There were no reported adverse events.